Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately four and a half (4.5) years post initial procedure, the patient presented with a type iiia endoleak and disconnect between the bifurcated and proximal extension devices. The physician plans to re-intervene and surgery has not been scheduled. As of date, there have been no additional patient sequelae reported. The patient previously was treated for an aortic rupture and type iiib endoleak with a non-endologix device on (B)(6) 2019; reference MFR. Report # 2031527-2019-00155 for report. Therefore, this event which occurred on (B)(6) 2019 is related to the off-label re-intervention in (B)(6) 2019.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type iiia endoleak of the left common iliac artery event is confirmed. Clinical investigation identified that due to the off-label use of concomitant (non-endoglogix) products in the bilateral common iliac arteries the event is most likely user related. Procedure related harms for this complaint could not be determined. The final patient status was not reported. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply.